Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not pumping medicine and the medicine was possibly free-flowing. Per reporter,t he issue was found during programming. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint the device was not pumping medicine, and the medicine was possibly free flowing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual/functional testing was performed. The reported problem cannot be confirmed through inspection and accuracy testing. Probable cause was unknown, as the complaint was not duplicated. Pump appears to be running as designed.